Event description:
Philips received a complaint by the customer on the v60 indicating that diagnostic code 1104 "backup alarm failed" had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed reported that diagnostic code 1104 had been verified in the event log. The rse also reported that they had a central processing unit (cpu) board and would attempt a replacement. The rse then advised the biomed to reference page 140 of the v60 service manual and provided restoration option codes for different parts. The biomed then reported the v60 option codes for restoration were successful. The biomed applied the v60 option code restorations and confirmed this had resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.